Event description:
It was reported that the left ventricular (lv) lead had consistently rising thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implant date: (B)(6) 2006; 694765 lead, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.